Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4): 4194 implantable pacing lead 2010-(B)(6), (B)(4).

Event description:
It was reported that the device lasted 1.5 years and the physician asked if the battery was ok. The left ventricular threshold was noted to be chronically high since implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.